Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Each circular seal was cut. The returned sample as received was found not to meet medtronic quality release specifications after application in the clinical setting, and due to the damaged envelope seal the reported condition was confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: during the procedure, blue foreign matters were found in the abdominal cavity. Pieces fell into the cavity and could be retrieved. All trocar used for this procedure will be returned for investigation. One of the sealing parts of the 12mm trocar had been broken. Therefore, the foreign materials could be the parts. Operating time not extended. Tissue damage: no. No bleeding. The last known patient status: good. No further incident.